Manufacturer narrative:
It was noted that the lead was not available for return. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During a surgical revision to reposition the lead, when the helix was retracted, it could not be deployed again. The lead was cut to extract it, and was explanted and replaced. No additional adverse patient effects were reported.